Event description:
Related manufacturer reference number: 2017865-2022-01123. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's atrial lead exhibited inappropriate mode switch due to noise oversensing. Externalized conductors were noted on the right ventricular lead previously. Both lead were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a partial lead was returned in eight pieces. Final analysis found, two external insulation abrasions at 43.4 cm and at 43.8 cm-44.5 cm from the distal tip breaching the ring electrode cable lumen. Multiple internal insulation abrasions and a clavicular crush damage were also found distal to the suture sleeve tie impression breaching all the cable lumens and the inner coil lumen. The ring electrode cable coating was also found to be abraded and the polytetrafluoroethylene liner was found damaged at the clavicular crush region. These abrasions found are consistent with the reported event in the field.